Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire fractured off and became lodged in a collateral vessel and remains in the pt. No other info is available at this time. Add'l info has been requested regarding this event.